Event description:
It was reported the patient thinks she broke her ribs. She thinks it happened when she was having the interstim implant surgery 3 weeks ago. She believes when hcps (healthcare provider) moved her from the table; they broke her ribs. The patient said she was fine before she went in for the surgery. But after she got home from the surgery she started feeling pain. The patient mentioned it to her hcp the day before reported event date and will have x-rays done. Compatibility guidelines were requested for the x-ray and/or fluoro.

Manufacturer narrative:
Concomitant product: product ID 3889-28, lot# va0hzgl, implanted: (B)(6) 2014, product type lead. (B)(4).